Manufacturer narrative:
Follow-up submitted to report device evaluation.

Event description:
Per complaint (B)(4), a patient presented for loose implant crown, it was discovered that 3 of the 6 hexes on the implant were fractured. The implant has yet to be removed as the patient was referred to another dentist for removal. The implant is pending removal.